Manufacturer narrative:
Intuitive surgical, inc. (Isi) received the sureform 45 stapler instrument involved with this complaint and completed the device evaluation. Failure analysis (fa) investigation could not replicate nor confirm the customer reported complaint that ¿the movements of the stapler sureform 60 were impossible¿. Functional testing of the device in an attempt to replicate the reported complaint was not possible due to the repeated engagement failures observed during in-house testing. Additional observations not reported by the site were also observed. Based on log reviews, the instrument was found to have multiple engagement failures, error code 22020, roll hardstop failures. The engagement failures were replicated during in-house testing. The instrument failed engagement 3 out of 3 times that it was installed on the in-house system with a cannula seal and an in-house drape installed. The instrument was also found to have a binding roll bushing. The instrument's main tube was manually rotated, and friction was observed.

Event description:
Refer to h10/h11 for follow-up information.

Event description:
It was reported that during a da vinci-assisted surgical procedure, the movements of the stapler sureform 60 were allegedly "impossible or contrary to the surgeon's command." The procedure was completed with no patient injury. Intuitive surgical, inc. (Isi) made multiple follow up attempts to obtain additional information. However, no further details have been received as of the date of this report.

Manufacturer narrative:
Based on the claim against the product by the customer noting non-intuitive instrument movement, an investigation is in progress to determine the cause of this reported event. An RMA was issued to evaluate the intuitive surgical, inc. (Isi) device. Additional information is being gathered to determine the contribution of the device to the customer reported issue. Based on the information available at this time, this complaint is being classified as a reportable event due to the following conclusion: it was alleged that the stapler sureform60 instrument moved with unintuitive motion: it moved in the opposite direction. Unintuitive motion could lead to subsequent tissue damage. While there was no harm or injury to the patient, the reported failure mode could likely cause or contribute to an adverse event if it were to recur.